Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/5/2020. H.6. Investigation: customer returned (19) 1cc, 6mm, 31g u40 insulin syringes (9 in an open poly bag, 10 in a sealed poly bag) with the shelf carton from lot # 9231170. Customer states that the syringes are hard to inject, they are very tight, and they need a lot of energy for injecting which causes pain, hardship and at times bleeding. All returned syringes were tested (#1-9 from the open poly bag, #10-19 from the sealed poly bag) for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All observations fall within specifications. Also, all samples were tested and all were able to draw and expel properly without any observed defects. All observations fall within specifications. A review of the device history record was completed for batch# 9231170. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200842457] noted that did not pertain to the complaint. There was one (1) notification [200841002] noted for out of spec breakout and sustaining. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the plunger is difficult to move during injection with 10 bd syringe 1.0ml 31ga 6mm u40. The following information was provided by the initial reporter: insulin syringes that are hard to inject. I have been using bd insulin syringes 31g for long time. But of late I am finding quality has come down. They are very tight and hard.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger is difficult to move during injection with 10 bd syringe 1.0ml 31ga 6mm u40. The following information was provided by the initial reporter: insulin syringes that are hard to inject. I have been using bd insulin syringes 31g for long time. But of late I am finding quality has come down. They are very tight and hard.